Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) they got good coverage for their hip, groin, and leg pain on the right side with periodic visits for reprogramming to optimize therapy. Since being implanted the consumer was diagnosed with osteoporosis and put on prolia to increase their bone density. Since then the consumer's pain had returned. It was noted the consumer's husband heard a commercial on t.v. About "if you have hip,groin, and leg pain and are on prolia..," so they wanted to know if stimulation with prolia could increase pain. The consumer later reported ever since the device was implanted they had no relief from their hip discomfort/pain and it had gradually gotten worse over time, but they did believe the device helped greatly with their back discomfort and pain. The manufacturer's representative (rep) performed reprogramming several times to try and resolve the pain but the pain continued to return without any relief from the device. Due to the pain the consumer was referred to several physicians and spoke with them regarding health concerns and was scheduled for surgery on (B)(6) 2016 for this existing pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.